Manufacturer narrative:
(B)(4).

Event description:
During index procedure, two endeavor sprint drug-eluting stents were implanted in the rca. Approximately 48 months post index procedure, patient death occurred. Cause of death was listed as cardiopulmonary arrest, multi-organ failure and dementia.

Event description:
Cec adjudicated cause of death as non-cardiac.